Manufacturer narrative:
The pump passed the displacement test, sleep current measurement and self test. However, the pump failed the active current measurement due to moisture damage on the electronic assembly. Also, moisture damage on the battery tube noted during visual inspection. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump had received replace battery alarm and failed battery alarm. No harm requiring medical intervention was reported. Customer receive a low battery alert prior to replace battery alert, replace battery now alarm, or off no power alarm. The customer was assisted with troubleshooting. The device will be returned for analysis.